Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lead was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately the eight days after the lead was implanted and capped.